Event description:
Allegedly, on or about (B)(6) 2011 patient had a wright artificial hip implanted in his left hip, in a procedure known as a total hip arthroplasty ( or"tha"). Following complaints of pain and physical limitations, patient reported for revision surgery of his left hip prosthesis. Patient's revision surgery was necessary due to pain caused by fretting and corrosion at the mixed metal junction at the cocr modular neck and titanium stem. In the course of the revision surgery surgeon removed patient's wright medical hip components on the left side, including the modular stem and neck. It was discovered that the profemur® cocr modular neck implanted in patient's left hip failed, meaning that due to corrosion of the oblong taper of the cocr modular neck where it seated in the pocket of the profemur® titanium stem it was causing physical injury to the patient.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.